Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error issue was verified, but the minimum fill issue could not be verified.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 203 mg/dl. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level. Ultimately, the customer reverted to an alternate method of insulin delivery.